Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The tang is broken off as noted. There are numerous dents on the underside of the insertion handle and metal burrs have been moved into the hole. There is also one large dent on the top of the hole that has pushed a burr into the hole. A protection sleeve cannot be inserted through the hole. There are some minor dents and on the front edge of the rear driving cap mounting hole. An internal corrective action has been opened to address this issue. This handle was made prior to the design change and prior complaints were dispositioned valid for this condition so this is valid and the required corrective action has been implemented.

Event description:
It was reported that during an orif of left femur procedure, after the nail was inserted, the metal notch on the insertion handle that mates with the nail broke off. The broken fragment was retrieved. Surgeon used another locking option to complete the procedure with no further problems. No adverse effect to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.